Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the heater was not working and reported low flow, preventive maintenance.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the heater was not working and reported low flow, preventive maintenance. Per additional information received via follow-up on 07dec2022, heater was not working and there was low flow. No patient involvement, low flow was discovered before therapy. Another device was used.